Event description:
In 2009 the patient reported that she began experiencing elevated blood glucose and e4 (occlusion) errors a few weeks ago. She stated that her normal blood glucose level is 150 mg/dl or lower and recently her blood glucose has read "hi" on her blood glucose monitor. She stated that she changes her infusion sites every 5-7 days and she knows the site should be changed every 3 days. The patient was not experiencing an error at the time of the report. Upon follow up about 4 days later, the patient reported that her blood glucose remains elevated to 200-300 mg/dl and she raised her basal rate to 1.2 u/h. She had not received any further errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.